Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported the patient's ipg kept flipping in the ipg pocket and the extension wires were tugging. As a result, surgical intervention took place wherein the ipg pocket was revised. During intro-op testing, the patient's ipg was unable to communicate with external devices and the ipg was explanted and replaced, which addressed the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.